Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when an alarm cannot be resolved. Evaluation of the returned cycler identified a defective blood leak detector sensor which was replaced. The cycler alarmed appropriately. Review of records indicates that this appears to be a random isolated event. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.